Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported differences between her sensor glucose and blood glucose readings. The customer also reported an alert for low blood glucose and a suspend alert. The customer's blood glucose was 97 mg/dl and sensor glucose was 40 mg/dl. The customer stated her blood glucose was 50 mg/dl earlier. She stated she had eaten glucose tablets to raise her blood glucose. The customer believed her low blood glucose was due to something she had eaten. The customer did not notice a bent cannula. The customer was advised to call back if the problem continues. No additional information provided.